Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was intermittent power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/21/2017 with the following findings: a review of the black box showed one power on reset event. The returned battery cap and test cap attached to the pump but continued to spin. The battery compartment was cracked at the threads to the left of the bumper, at the threads above the bumper, and below the bumper. All battery cap measurements were within specifications. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with no power issues. The intermittent power complaint was unable to be duplicated. The pump was opened to find no damage to the power circuit, and no moisture internally.